Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet received a low insulin alert and contacted support while their blood glucose was 227 mg/dl after lunch; the agent advised a full supply change, but the user chose to wait until their usual change later that day and acknowledged future alerts around the same time. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint intake, user counseling on supply management and alert expectations, and troubleshooting education. Investigation of this case revealed no device malfunction reported and user-deferred supply change as a potential contributor to the elevated glucose and recurring alert timing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.